Event description:
Covidien gia stapler misfired or did not fire completely on second fire and the anastamosis load approx 3" more of bowel had to be taken to resolve issue. Tumor in bowel. The problem stopped after the person reduced the dose or stopped taking or using the product.